Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that sometimes the device does not pass the test with charge button failure. There was no patient involvement.